Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separates from holder was not observed. The photo shows bd's needle with a non-bd holder. Bd does not make any claims that the devices are compatible. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.4. Medical device expiration date: unknown. H.4. Device manufacturer date: unknown.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle came apart, leaving a needle sitting in the patient's arm. The following information was provided by the initial reporter. The customer stated: this am (for my note 0830 patient) the needlestick did the same thing, as I tried to insert the blood bottle into the vacuette, the vacuette and the needle came apart, leaving a needle sitting in the patient's arm. This leads to an unnecessary needles in patient's arms which are unusable and put the nurse at risk having to remove them without a vacuette to hold.